Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that shortly after implant this device displayed noise and pauses down to 30 beats per minute. Pocket manipulation and isometrics could not recreate the noise. The patient was subsequently seen for a revision procedure where the device was explanted and replaced. The device was returned for analysis. There were no additional adverse patient effects.